Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Patient reported "physician performed a breast scan and noted that my implant was no longer ok" via sonogram. Healthcare professional later reported " implant appears smoothly edged with at most slight creases in the lateral edge area" diagnosed via ultrasound. Healthcare professional later reported "capsular contracture" and "pronounced grade ii ptosis". Patient undergone partial capsulectomy. This record is for the right side. Device has been explanted and replaced with another manufacturer's device.